Event description:
A patient with hypertension, dyslipidemia, nonischemic cardiomyopathy was diagnosed 11 years ago with subsequent medtronic crt-d implant using a sprint right ventricular (rv) fidelis lead that has been on recall advisory 4 years ago. He alerted the device clinic three days ago after he received an ICD shock. He was monitored closely through the medtronic carelink system which today identified 9 shocks for 5 episodes detected as ventricular fibrillation (vf) over the past 3 days. His most recent shocks woke him up from sleep early this morning. He was advised to present to the ed where his ICD therapies were turned off. He is admitted for ICD lead revision and generator change. The patient underwent rv lead revision and generator replacement and is recovering well.